Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon investigation the monitor was unable to recognize a signal from the ECG and therapy electrodes. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing check therapy pad messages.